Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7082613 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 30994176 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing well postoperatively. Nothing will be returned, explanted items discarded at the facility.